Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the current of injury and impedance were too low. The physician attempted to reposition the lp and noted the helix stretched. Additionally, it was noted the physician had difficulty re-docking the lp on the catheter. The lp was removed and replaced. There were no patient consequences.